Manufacturer narrative:
(B)(4). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient may require a revision of the bearing due to unknown reasons, however, no revision has been reported to date.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by x rays. X ray review stated- polyethylene liner wear of the right knee arthroplasty and evidence of osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent total knee arthroplasty on an unknown date. Subsequently, the patient was revised due to infection on an unknown date.